Event description:
It was reported that a bd intima-ii IV catheter broke off in a patient's vein. The patient required surgery to remove the broken catheter.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records revealed no irregularities for the reported lot # 4259207. Conclusion: without a sample an absolute root cause for this incident cannot be determined. (B)(4).